Event description:
It was reported that at least one bd safetyglide¿ needle each from lots 2188472 and 2202914 were blocked during the vaccine injection. The following information was provided by the initial reporter: "they had some issues with needles not allowing them to put the vaccine through. It was happening occasionally, but she just watched a nurse go through four needles before she found one that would work. Was there any patient involvement? If yes, how was the patient outcome? If yes, please provide the details. No. Any adverse event or serious injury reported to patient or healthcare professional? None".

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch numbers 2188472, 2202914. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots from batch 2188472 were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2188472 d.4. Medical device expiration date: 30-jun-2027 h.4. Device manufacture date: 07-jul-2022 d.4. Medical device lot #: 2202914 d.4. Medical device expiration date: 30-jun-2027 h.4. Device manufacture date: 21-jul-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd safetyglide¿ needle each from lots 2188472 and 2202914 were blocked during the vaccine injection. The following information was provided by the initial reporter: "they had some issues with needles not allowing them to put the vaccine through. It was happening occasionally, but she just watched a nurse go through four needles before she found one that would work. Was there any patient involvement? If yes, how was the patient outcome? If yes, please provide the details. No any adverse event or serious injury reported to patient or healthcare professional? None".